Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date - unknown. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-00951 / 00952).

Event description:
It was reported a patient underwent bilateral total hip arthroplasty on (B)(6) 2002. Subsequently, the patient underwent a revision of the right hip on (B)(6) 2011, due to alleged metallosis. The patient's left hip was revised on (B)(6) 2011, due to alleged pain and discomfort associated with metal on metal articulation.